Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle was unable to aspirate. The following information was provided by the initial reporter : the customer reported the hcp could not aspirate the drug solution with the syringe.

Manufacturer narrative:
Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-11. H6: investigation summary. Customer returned (1) loose 0.3ml bd insulin syringe. The customer reported that the syringe could not aspirate. The returned syringe was examined, then tested for flow: the syringe was able to draw and expel properly. The alleged defect was not observed on the sample returned. A review of the device history record was completed for batch# 8169626. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle was unable to aspirate. The following information was provided by the initial reporter : the customer reported the hcp could not aspirate the drug solution with the syringe.